Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported via phone call that customer were experiencing high blood glucose level. Blood glucose level at the time of the incident was more than 500 mg/dl. Customer was treated with insulin pump. Customer stated blood glucose range was not going back after deliver bolus and they performed high pressure test, self test, displacement test and it was passed. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was using auto mode. Troubleshooting was performed for high blood glucose level. The insulin pump will not be returned for analysis.